Event description:
It was reported the patient was experiencing pain at the drg ipg site. Subsequently, the patient underwent a procedure and had the ipg move higher in the pocket. Follow up identified a company representative met with the patient and, the patient reported she no longer felt pain at the ipg site.